Event description:
Procedure: hernia repair. According to the reporter: a (B)(6) pt suffering chronic pain but not disabling after severe post operative pain." This is noted to be a paritex product.

Manufacturer narrative:
(B)(4).